Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in a atrial fibrillation ablation procedure. After insertion of polarsheath and dilator over the guidewire into the left atrium, physicians retrieved both guidewire and dilator from the sheath. It was noted after the removal that several drops of blood were leaking from proximal handle of the sheath. Asperation of the sheath was performed as usual, purged and connected to irrigation flow and noticed drops of irrigation still leaking from proximal handle so the physician removed the sheath and changed it for another one without leakage issues. The procedure was completed with no patient complication

Event description:
It was reported that a polarsheath was used in a atrial fibrillation ablation procedure. After insertion of polarsheath and dilator over the guidewire into the left atrium, physicians retrieved both guidewire and dilator from the sheath. It was noted after the removal that several drops of blood were leaking from proximal handle of the sheath. Asperation of the sheath was performed as usual, purged and connected to irrigation flow and noticed drops of irrigation still leaking from proximal handle so the physician removed the sheath and changed it for another one without leakage issues. The procedure was completed with no patient complication.

Manufacturer narrative:
Visual inspection of the device showed no visual anomalies observed on exterior of sheath. The sheath passes all aspiration, hemostasis and air pressure tests. There was an uncontrolled tear observed on the surface of the outer slit yet there were no leaks observed. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.